Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station lost network connection. The field service engineer (fse) identified that the network port socket was causing a loose connection. The customer was advised, and their local it (information technology) team will be addressed and repaired the faulty port. The field service engineer (fse) then closed the work order.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.